Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, @ 24,963 joules of use and 4:37 minutes, while the physician was using a sweeping motion, suddenly the "fiber beam pointed forward not at right angle." The fiber was exchanged and the procedure was completed. Patient outcome: "no adverse events" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-505h-1420: the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.